Event description:
Full revision surgery occurred on 03/03/2016. The impedance value at surgery was provided as greater than 10,000 ohms. The generator was replaced prophylactically and the lead was replaced due to lead discontinuity. The explanted products were discarded at surgery.

Event description:
It was reported that a patient's vns had high lead impedance and was scheduled to be replaced. X-rays were taken and no visual lead breaks were apparent. The x-rays have not been received by the manufacturer for review to-date. No known surgery has occurred to-date. No additional relevant information has been received to-date.